Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate asked the customer to calibrate the probes and optics, decontaminate the mup and recalibrate rubella. The customer performed the calibration twice after troubleshooting. The second attempt was successful. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.